Manufacturer narrative:
Describe event or problem: the patient had other admissions for heart failure reported under the following: MFR #2916596-2019-04231 ((B)(6) 2018), MFR #2916596-2019-04199 ((B)(6) 2019), MFR #2916596-2019-04210 ((B)(6) 2019), and MFR #2916596-2019-04211 ((B)(6) 2019). The patient ultimately expired due to multiple system organ failure in the setting of end stage biventricular heart failure and is reported under MFR #2916596-2019-04119 ((B)(6) 2019). Further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. Admission lasted from (B)(6) 2019 - (B)(6) 2019. It was reported that the patient was admitted with encephalopathy, acute chronic congestive heart failure (chf), and anemia. The patient somehow disconnected their dobutamine overnight. The patient started back on dobutamine in the clinic with rapid movement. Patient was also noted to be admitted with marked volume overload. The patient started on intravenous (IV) lasix up to lasix gtt at 20 mg/hour as well as metolazone. Weight was noted to be about 30 ibs from baseline with abdominal distention and dyspnea on exertion (doe) with minimal exertion. Ammonia elevated at 72 on admit but improved with chronic lactulose and diuresis. Patient required paracentesis on (B)(6) 2019 and (B)(6) 2019 with 4.8 liters and 2.4 liters off, respectively. Patient continued to diurese. Medicine was adjusted as tolerated. It was noted that overall, patient was down 31 lb from admit in setting of diuresis and paracentesis. Transitioned back to torsemide 100 mg twice daily with metolazone as needed. Patient also noted to have hyponatremia down to 120. Started on demeclocycline 150 mg twice daily and free water restricted. This was later stopped as sodium improved. With multiple admissions and major concerns for patients ability to self care, it was arranged for skilled nursing facility (snf) placement on discharge. The patient was examined on the morning of (B)(6) 2019 and was determined to be stable for discharge to snf. Noted that the patient would have close follow up in the vad clinic..

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas could not conclusively be determined through this evaluation. It was reported the patient had chronic systolic heart failure, medtronic ICD placed in 2014, hypertension, history of cocaine abuse, tobacco use, and paroxysmal atrial fibrillation. In (B)(6) 2018, the patient was placed on milrinone but was later switched to dobutamine. It was reported the patient was admitted from clinic on (B)(6) 2019 with encephalopathy and acute on chronic heart failure. The patient had somehow disconnected dobutamine overnight and the line was fractured in two places. The patient was started back on dobutamine and had rapid improvement while admitted for volume overload. The patient was started on IV lasix. The patient required paracentesis on (B)(6) 2019 and (B)(6) 2019 with 4.8l and 4.2 l off, respectively. The patient continued to diurese. The hospital course was complicated by an unwitnessed fall. A CT of the head was negative. Patient was also noted to have hyponatremia. The patient was examined (B)(6) 2019 and was determined to be stable for discharge. The patient remained ongoing on heartmate 3 lvas,until they expired due to multi-system organ failure on (B)(6) 2019. The hm3 lvas IFU lists right heart failure, hypertension, and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the heartmate 3 lvas IFU is currently available. Section 1 of this document lists right heart failure, hypertension, and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.